Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy according to the reporter: prior to the fourth fire with I-drive, at the time of end to end anastomosis, firing stopped after a clamp cover was advanced about 1cm. Surgeon pressed a blue button, but it did not advance. He/she pressed a silver button to open jaws. When checking the reload, proximal staples had been fired, but these staples had not been fired into the tissue. The procedure was completed replaced a new reload. No reinforcement material was used. Note: our rep confirmed that there was a mark which was pressed by metal material around proximal side of jaws. He states that forceps could be stuck on jaws during the procedure. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.